Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Had to do revision of a hip that kept dislocating went in for revision surgery and the poly bearing had detached from the 28mm ceramic head. The poly bearing was just floating in soft tissue 51yrs female.

Manufacturer narrative:
See h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2022-00824; 952-28-40e, s803 - dislocation, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.